Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider via a clinical study regarding an infusion pump system being used to deliver unknown drug for non-malignant pain. There was a clinician programmer malfunction. Following a device interrogation on (B)(6) 2016 the programmer cleared the pump of all settings and information. The pump was then reprogrammed. The event was considered unrelated to the implant procedure, but related to the device or therapy and the clinician programmer. No symptoms were reported. The event resolved without sequelae on the same date. Follow-up is being conducted to request the programmer serial number, the cause of the event as well as the drug name, dose, and concentration. A supplemental report will be submitted if new information becomes available.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The patient was receiving morphine 1.0mg/ml at 0.4996 mg/day and bupivacaine 30.0mg/ml at 14.989 mg/day via the pump. The cause of the event was not determined.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The serial number of the programmer used remained unknown. It was reported, "we have several programmers in the clinic and it is not known which was used."